Manufacturer narrative:
Fa codes has been updated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer found scratches and cracks on the blades of the force bipolar (fb) instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed fa investigations could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the electrical continuity test, confirming a complete break in the wire. For clarification, the customer complaint was scratches and cracks on blades. Fa found that the instrument was missing one of the grips and the conductor wire was broken as a result. No energy test was able to be performed because the conductor wire was broke. No product issue was found that was related to the customer complaint. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 17.90mm x 4.61mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of to returned instrument found no additional damage or abnormalities. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire from the grip tip. The instrument failed the electrical continuity test, confirming complete break in the wire. No thermal damage was found on the instrument. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.